Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that MFR report numbers 0001038806-2021-01422 and 0001038806-2021-01422-1 were reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Manufacturer narrative:
Gold-tite® hexed retaining screw - 3mm (gsh30) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the products were not returned. Pre-existing condition, tooth location and placement duration were unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1236724). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236724) for similar event using and no other complaints were identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the hexed retaining screw fractured. They already ordered replacement screw. Tooth location not reported.